Event description:
Treatment of an avm with onyx. During procedure, it was reported that the catheter was difficult to remove and the pt had sah. The avm was removed via surgical intervention. Same event as MDR# 2029214-2010-00278.

Manufacturer narrative:
The device will not be returned for eval as it was discarded. (B)(4).